Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble. The customer¿s blood glucose was 180 mg/dl at the time of incident. Customer was assisted with troubleshooting. The customer stated that the during therapy air bubbles were noticed in the reservoir, approximate size of air bubbles was half of the fingernails. The customer was unable to verify the location of air bubbles in reservoir. The reservoir will not be returned for analysis.